Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a surgical procedure, the cardiac resynchronization therapy defibrillator (crt-d) showed ventricular oversensing. The device remains in use. The right atrial (ra) lead also exhibited intermittent oversensing in atrial tachycardia/atrial fibrillation (at/af) episodes. The lead remains in use and no reprogramming was suggested. No patient complications have been reported as a result of this event.